Event description:
A biomedical engineer reported an injury occurred when the tip from a fragmatome handpiece disconnected during a procedure. Additional information was requested.

Manufacturer narrative:
No samples were returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for this report cannot be determined from this evaluation. All phaco tips are 100% visually inspected prior to their release. (B)(4).